Event description:
It was reported that there was a pericardial effusion that occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa when the physician noted a change in the patient's anatomy. A transesophageal echocardiogram (tee) was performed which showed that the patient had a pericardial effusion. A pericardiocentesis was performed which helped to resolve the effusion. The effusion was resolved post pericardiocentesis. The closure device was then implanted in the laa of the patient. The procedure was completed and the patient was doing fine post procedure.

Event description:
It was reported that there was a pericardial effusion that occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa when the physician noted a change in the patient's anatomy. A transesophageal echocardiogram (tee) was performed which showed that the patient had a pericardial effusion. A pericardiocentesis was performed which helped to resolve the effusion. The effusion was resolved post pericardiocentesis. The closure device was then implanted in the laa of the patient. The procedure was completed and the patient was doing fine post procedure.

Manufacturer narrative:
B5: describe event or problem updated. H6: patient codes - cardiac tamponade added.

Event description:
It was reported that there was a pericardial effusion that occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa when the physician noted a change in the patient's anatomy. A transesophageal echocardiogram (tee) was performed which showed that the patient had a pericardial effusion. A pericardiocentesis was performed which helped to resolve the effusion. The effusion was resolved post pericardiocentesis. The closure device was then implanted in the laa of the patient. The procedure was completed and the patient was doing fine post procedure. It was further reported the patient experienced cardiac tamponade.